Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 24, 2024.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.